Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was removed due to an infection and replaced with a leadless implantable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.